Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
A report was received by edwards implant patient registry approximately 2 years post implant of a 26mm sapien 3 valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings the sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3/s3u, and no IFU/training deficiencies were identified. The procedural training manual provides cautions, accelerated deterioration of the valve may occur in patient with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Additionally, long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Potential adverse events: additional potential risks associated with the use of the valve, delivery system, and/or accessories include explant. A risk assessment was performed on the reported event no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for valve requires intervention and unknown mechanism of failure was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the reason for explanting the valve approximately 2 years post implant in the aortic position is unknown at this time, but it is possibly related to patient factors and co-morbidities. There is no evidence that a device malfunction contributed to the reported event. Due to limited information, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.